Event description:
The customer reported the subject device was broken at the distal end (approximately 1 inch). The reported issue was observed while reprocessing the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the bending section was broken with a protruding pin at the bending section cover. This report is being submitted for the malfunction found during evaluation of the device (broken bending section with protruding pin).

Manufacturer narrative:
During inspection and testing, the reported issue (subject device broken at distal end) was confirmed. It was observed the device was received with a broken bending section skeleton and it failed the water dunk test. In addition, service found there was a leakage due to a hole in the bending section cover. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to excessive force while the bending section was being fixed. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.